Event description:
The rptr stated that he had done back to back blood glucose tests, five minutes apart, using separate fingerstcks. He reported results of 262 and 113 mg/dl. He stated that he had no symptoms or insulin adjustment due to the meter results. A control test was not done, since the rptr did not have control solution available.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8